Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized due to low blood glucose and pneumonia. Blood glucose level at the time of the call was 176 mg/dl. The insulin pump was not replaced or returned for analysis.